Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working properly not accepted batteries, replaced battery, and tried 4 different batteries and still does the same thing. Customer stated that insulin pump had a replace battery alert with prior low battery alert and had failed battery test alarm. Customer stated that new battery did not resolved issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.